Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned broken. The fiber measured approximately 288.5 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 03, 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the tip of the laser fiber was broken. There was no fiber tip. The fiber was not used for the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 03, 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the tip of the laser fiber was broken. There was no fiber tip. The fiber was not used for the procedure. There were no patient complications reported as a result of this event.